Manufacturer narrative:
Two weeks later the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to extended charge times of 32.8 seconds with a monitoring voltage of 2.25 v. It was noted that this patient had been lost to follow-up for the last year in a half. Technical services recommended device replacement. This device is part of the mid-life display of replacement indicators advisory population.

Manufacturer narrative:
The device is scheduled for replacement. When additional information becomes available, this report will be updated.